Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that safety disk and positive pressure regulating valve needed to be replaced. The defective parts were ordered. Once the parts arrived the fse replaced safety disk and the positive pressure regulating valve. After repair the unit passed all functional and safety checks as per manufacturer's specifications.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp), was found to be malfunctioning, exhibiting an automatic inflation failure. There was no patient involved.